Manufacturer narrative:
The insulin pump had an unresponsive buttons due to flattened up button dome switch. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on lcd window, cracked case on the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the up arrow button was unresponsive during a bolus. The customer did not recall the blood glucose reading or any significant event leading to the issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.